Manufacturer narrative:
Device evaluation - evaluation of the device and event has begun. Additional information to complete the evaluation was requested from the initial reporter, but has not yet been received. Add'l lot # of the assembly component is lx-2676.

Event description:
A distributor reported that a post surgery fluoroscopy showed that a spinal implant assembly did not appear to be locked together. A revision surgery was performed to explant and replace the hardware. There was no patient complication or injury reported for the revision surgery.